Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/01/2016, that on (B)(6) 2016, the receiver displayed error 121. There was no report of injury or medical intervention. No additional patient or event information is available.